Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported depressed battery pins which were found during a visual inspection. The cause was determined to be a failed back flex. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced depressed batter contact pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.